Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the "siren alarm" has been heard for the past couple of weeks at the same time every day. The patient saw the physician and a chest x-ray was done which indicated that the lead was in "the wrong place." The patient denied receiving any shocks to date. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Event description:
It was also reported by the patient that the right atrial (ra) lead was in the wrong place. Follow-up was conducted and revealed that the ra lead had an impedance issue but was not dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.